Manufacturer narrative:
E1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the air sensor was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and confirmed the customer reported issue. The damaged air sensor was replaced.

Event description:
It was reported that the air sensor cover was damaged. There is unknown patient involvement.